Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that would begin to deflate during intercourse. The patient requested to have surgical intervention to replace the device. The physician decided to remove the cylinders and pump, but was unable to identify the cause of the reported device deflation. A new pump and cylinders were implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.